Event description:
Pt admitted to hospital for exploratory laparotomy, total abdominal hysterectomy, bilateral salpingoophorectomy and lysis of adhesions. Foley catheter was placed in pt while in the operating room prior to surgery in 2000. Two days later foley catheter was to be discontinued. The nurse attempted to deflate the balloon with a 10cc primed syringe connected for gravity drainage. No fluid returned via gravity. Pt had to be taken to ultrasound to have foley balloon deflated manually. Foley was a 16 french bard.